Event description:
During an implantation, connection issues were observed to the subject pacemaker. Reportedly no click sound was heard while screwing the ventricular lead.

Manufacturer narrative:
(B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.